Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up in the morning and the insulin pump had a motor error alarm and her blood glucose level was 598 mg/dl. The customer stated she tried to treat with the insulin pump and less than 3 units were delivered and she received a no delivery alarm. The drive support cap is recessed and the device was not exposed to a magnetic field. Customer was able to complete the rewind sequence and the insulin pump passed the displacement test. Troubleshooting for no delivery was done and the customer found the cannula was bent. Customer was advised to monitor the device and call back if alarm recurs.